Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, high, out of range, high voltage pacing lead impedance was observed on the left ventricular channel. Patient was asymptomatic. The lead was explanted and replaced. The patient is in stable condition.